Event description:
The cord seems to have a short in it/when I plug it in to charge it pops the circut braker - oral-b- oral-b [device electrical finding]. Case narrative: consumer via chatbot reported that the cord for their oral-b toothbrush, type 3758 seemed to have a short in it as the circuit braker popped every time they went to plug it in and charge it. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.